Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: there was no visible damage to the keypad. The contrast button had an intermittent response, while the up arrow, down arrow, and ok buttons responded properly. Contamination was found under the up arrow and contrast buttons when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that up button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.